Event description:
The customer contacted stryker to report that their device powered off on it's own. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The root cause was not established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for service.